Event description:
A lawsuit alleged that the patient was "prescribed and/or implanted with a defective [lead] and was injured as a result." It is also alleged that the patient has "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages." It was later reported the patient was pacemaker dependent. The patient had been talkative at dinner approximately 6pm. The family member left and came back a little after 7pm and found the patient dead in the chair. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Evaluation summary (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.